Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, brown particles and an opening. A leak test was performed and an opening was found on the anterior. A microscopic analysis was performed which identified a smooth crease opening on the anterior side. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to an fold flaw opening.